Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission that the implantable cardioverter defibrillator (ICD) exhibited far field r wave oversensing that caused several inappropriate automatic mode switch (ams) episodes. The ICD was reprogrammed on (B)(6) 2021. The patient was in stable condition.